Manufacturer narrative:
UDI and expiration date added. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided.

Event description:
Reportedly, a first borea dr was interrogated, and device implantation was confirmed (not implanted in reality. At that moment, an oversensing message appeared due to the mv sensor. A second borea dr ((B)(6)) was interrogated, and the same message appeared. It was implanted because it was thought that the oversensing was due to the atrial lead not being connected. Once both leads were connected, the oversensing did not occur. However, since frequency adaptation was not required, it was deactivated.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided.

Event description:
Reportedly, a first borea dr was interrogated, and device implantation was confirmed (not implanted in reality. At that moment, an oversensing message appeared due to the mv sensor. A second borea dr (B)(6) was interrogated, and the same message appeared. It was implanted because it was thought that the oversensing was due to the atrial lead not being connected. Once both leads were connected, the oversensing did not occur. However, since frequency adaptation was not required, it was deactivated.